Event description:
It was reported that during a spine surgery, it was observed that the burr/cutter device would "not insert into the curve sleeve" of the attachment device. According to the reporter, the user attempted to insert a second burr/cutter device. It was observed that the second burr/cutter device would "not insert into the curve sleeve" of the attachment device. There were no delays to the surgical procedure. It was unknown to the reporter if a spare device was available.  The reporter confirmed that the surgery was completed successfully. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).